Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident. Customer believes the insulin pump may be having intermittent bolus delivery problems. Customer treated with insulin pump and manual injection. Customer had low glucose reading this morning that she corrected and ran in the low to mid 100 mg/dl until eating lunch, pre-meal glucose was 167 mg/dl. The current blood glucose was 330 mg/dl. The customer experienced symptoms such as nausea. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. (B)(4).